Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 22-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is trying to get an MRI for revision. The physician recommended revision due to erosion on the right lead where it was tunneled. The issue was noticed in (B)(6) 2020. Left subthalamic nucleus (stn) 0-3600 ohms, 2-2458, 02-4913, 03-4002, and right 10-2545 ohms.